Event description:
It was reported while using bd vacutainer ppt k2e 15.8 mg an unspecified number of tubes had a vacuum issue resulting in underfilled tubes. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). Investigation summary: bd received 20 samples and 2 photos from the customer for investigation of underfill. The photos were reviewed and underfill was observed, as the specimen volume drawn into tubes was lower than the draw volume for this product. Per specification, tube does not have a fill line. In addition, a draw test was performed on the 20 returned samples and retention samples from bd inventory, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill based on the photos. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and the condition reported will continue to be tracked and evaluated. Our business team regularly analyzes collected data to identify emerging trends.